Event description:
It was reported that there were concerns this pacemaker exhibited premature battery depletion (pbd) due to longevity concerns. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.